Manufacturer narrative:
Testing and investigation found that the device powered on with a white screen error and alarmed audibly from the secondary beeper. This was due to a depleted snaphat battery that supported ram chip u2 on the uic board. Due to the depleted battery, the ram data was corrupted and resulted in white screen software error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device displayed a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.